Manufacturer narrative:
(B)(4). Date sent to the FDA; 09/16/2019. Additional h3: it was reported that the device had a breakage suture issue. One empty labeled winding former and a dispensed needle-suture piece of product code sxpp1b105 were returned for analysis. During the visual inspection of the opened sample, the swage and attachment area were noted to be as expected. However, marks at body needle and the end of the suture cut that appears to be by the use of a surgical instrument could be observed. The product code sxpp1b105 contains an absorbable suture and as the sample was received open, the time of exposure that has the suture in the environment could not be determined and no additional test could be performed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. The manufacturing records couldn¿t be reviewed as the batch number is unknown. Due to the sample condition, the assignable cause of performance breakage suture, suggests an improper handling of the sample.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The suture broke during use. There were no adverse consequences to the patient.